Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. It was reported that the patient's pump was removed on (B)(6) 2009 due to infection shortly after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.